Event description:
It was reported that noise resulting in oversensing was observed on the right ventricular (rv) lead. Provocation testing was performed, and the event was not reproducible. Unspecified rv lead damage was suspected, but not confirmed. Abbott technical support recommended reprogramming to resolve the event, however, no intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the cause was suspected to be lead insulation damage. This was not confirmed via diagnostic imaging.